Event description:
It was reported that the patient had stimulation in the wrong location. It was noted that the stimulation was supposed to be for the patient¿s left leg and lower back, but when it was on it stimulation, the patient¿s right ankle and it was ¿so sore that the patient could not walk on it.¿ it was noted that this started last weekend and the patient thought it was gout at first, but the health care professional (hcp) said it was not gout. It was noted that the patient turned off the implantable neurostimulator (ins) and it went away. It was noted that it started getting better so the patient turned the ins back on, but then the pain started again. It was noted that the implantable neurostimulator (ins) was off since 9pm last night, but then the patient had a lot of pain so they turned it on again and the ankle began to hurt again. It was noted that if the patient turned down the amplitude ¿it didn¿t hit their left leg and they did not feel.¿ it was noted that if they turned it up then it affected the right ankle. It was noted that the patient did not know if they had any programs available and thought they only had the current program ¿a.¿

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).